Event description:
An impella cp was inserted into the left femoral artery in a 80 year old female with known coronary artery disease (cad).. Impella placed for protected percutaneous coronary intervention of left antior decending artery. Patient reported to be in scai shock stage d. Patient was on a multiple inotropes/vasopressors and a ventilator for respiratory support prior to impella device placment. The purge solution was 5%dextrose in water. While patient was in intensive care unit (ICU) red tinged urine, assumed to be hematuria, was observed in the foley catheter. It was reported that the hematuria resolved the following day; however, unknown if treatment/intervention was performed to resolve. It was also reported that there were occasion suction alarms when patient became hypotensive. The impella device performed at p-5 with 2.5 liter per minute flows prior to patient being successfully weaned from device support. There was also mention that patient had occasional hypotension that required vasopressor/inotrope medication, however the patient was on vasopressor/inotrope support prior to device insertion already. Hematuria can be attributed to malposition of impella device, low preload/volume status, or from traumatic insertion of foley catheter.

Manufacturer narrative:
A5 and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B1: added product problem, this was omitted in the initial report in error. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary pdi/hematuria/hypotension: the cause of the injury was not determined due to insufficient clinical details. Low or blocked pump flow: no logs were returned. The cause of the low pump flow cannot be determined since no product, or data logs were returned and insufficient clinical details were provided.

Manufacturer narrative:
Updated information: d3 MFR fax number added. H6 med dev prob code added a01.